Manufacturer narrative:
(B)(4) - no known impact or consequence to patient. Torn material. Device evaluated by manufacturer? No. The product for this complaint was not returned for evaluation. However, the lens was returned and visual inspection found a piece of one haptic torn off and missing. The lens was returned dry and there was evidence of clear surgical residue. (B)(4). Foam tip plunger was not returned.

Event description:
The reporter stated the surgeon inserted a -13.5 diopter, 12.6mm micl 12.6 implantable collamer lens and the lens tore. There was patient contact but no injury. The reporter stated the foam tip plunger tore the lens. Two other lenses were used on this patient and both tore - see MFR report # 2023826-2013-00401 and # 2023826-2013-00402. All three lenses were used on the right eye (od) and within the same surgery. An micl 12.6, 13.0 diopter was implanted.